Event description:
It is reported that device was implanted in 2007. Patient's hip dislocated. She said dislocation was not due to a fall. Surgeon reports that patient's hip had been dislocated for a couple of months before he implanted the constrained liner - significant scar tissue had accumulated. No revision surgery is planned.

Manufacturer narrative:
Evaluation summary: it was alleged that the 32 mm femoral head disassociated from the trilogy longevity constrained liner. After reviewing x-rays, it was confirmed that the femoral head disassociated from the liner and remained fixed to the unk stem. The liner and femoral head were not returned for evaluation, but device history records were reviewed and confirming. The constraining ring remained on the liner after femoral head dislocation. The patient appears to be oriented correctly, with 45 degree abduction and 15 degree anteversion. There appears to be extensive soft tissue damage and bone loss on proximal lateral side of the femur. The surgeon reported that the patient had a dislocated hip for a couple of months prior to implanting the constrained liner. Most likely, soft tissue damage from prolonged dislocation disrupted surrounding soft tissue, which led to joint instability. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.